Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The technician was pushing the negative combination qc (quality control) for infectious disease assays into the alinity I processing module. While doing so, she slipped and fell after stepping on wash buffer that had leaked onto the floor due to a partially detached silicone sealing film on the buffer bottle. During the fall, qc material for the infectious disease assay splashed into her eye. She sought immediate medical attention, reporting gluteal pain and discomfort when walking, though no significant trauma was observed. She had blood work done which showed a positive hepatitis b antibody (hbsab) result, while hiv, syphilis, and hcv were negative. Other than the blood draw, no other medical intervention was provided. The customer cleaned the spill and replaced the faulty wash buffer bottle. The technician was a 53-year-old female who was wearing a gown and gloves for ppe (personal protective equipment). No treatment was received due to the splash exposure, and no negative impact to the user occurred.